Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128, (lot: va2yhwt); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient's lead migrated and surfaced/incision reopening/split open. The doctor tried to close the exposed lead but was not satisfied and was concerned about infection. The patient was explanted and a new device and lead were implanted. The issue was res olved.